Manufacturer narrative:
Investigation pending.

Event description:
Caller reported different inr reading between the meter being plugged in or the meter on batteries for one pt. Results as follows: date: (B)(6) 2011, 1st inratio inr: 1.4, 2nd inratio inr: 2.3 - 2.4. Meter plugged-in. Meter on batteries. Caller wasn't sure on which number it was.